Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage was noted on the insulin pump. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The boluses recorded properly in the bolus history during testing and no history anomaly was noted.

Event description:
It was reported that the insulin pump alarmed an error during a prime attempt. The blood glucose reading was 110 mg/dl. The customer was unable to continue troubleshooting because the device was stuck in the rewind process. He was unable to program the insulin pump. Advised replacement of the device. Nothing further reported.